Manufacturer narrative:
Initial.

Event description:
It was reported that a user lost signal with their freestyle libre 3 plus sensor and, after guidance to rescan the sensor, the system initiated a warm-up period, after which the user would monitor for glucose readings. No adverse clinical symptoms were reported. Outcomes included temporary interruption of cgm data availability without alerts or alarms and without medical intervention. User support included troubleshooting and user education, which resolved a pairing failure. Investigation of this case revealed a resolved communication and pairing issue with the sensor system, consistent with transient connectivity disruption. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption that resolved with standard troubleshooting.